Event description:
It was reported to philips that the device shut off unexpectedly and subsequently displayed a red "x" in the rfu indicator. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.